Manufacturer narrative:
Analysis found that the device shaft was broken. The two portions returned measured 0.121¿ and 0.134¿ long for a total length of 0.255¿. The overall length shall measure 0.275¿/+-0.010". There was a residue consistent with biological contaminants on the device. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) via a distributor reported that a prosthesis broke into two pieces during ossicular reconstruction surgery. The hcp made sure that no fragments remained inside the patient's body and noted that the device was handled gently without improper force. The procedure was completed using a back-up product. There was a procedure delay of 10 minutes. There was no patient impact.